Manufacturer narrative:
(B)(4). Insulin pump passed displacement, active current measurement, and self tests; it failed sleep current measurement test. After further review of the insulin pump¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. After swapping the boards out into another case, and then swapping a known good electrical board 2 onto electrical board 1, the sleep current measurement remained high. The high sleep current measurement appears to be due to a problem with electrical board 1.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.